Event description:
A malfunction with the pump was reported due to a corrupted registry and loss of log data and personal profiles. The impact on the customer's blood glucose level was not reported, but it was within normal range. As a corrective measure, the defective device is being returned, and a replacement pump has been issued.